Event description:
On (B)(6) 2012, a registered nurse (rn) contacted baxter's service center regarding an unrelated alarm. During the conversation, it was reported on (B)(6) 2012, it was discovered that the home patient (hp) had an infection and pd catheter was blocked. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) from the pd clinic regarding the reported infection. The following information was obtained. The patient was recently hospitalized for reasons unknown. The nurse stated she has not yet received a report from the hospital. She stated without the culture results, she cannot confirm whether or not the patient had an infection or type of infection. She did confirm the patient had a blocked catheter. She also reported the patient recently left his transfer set open during the day and may have contaminated himself. There are no allegations being made against any baxter products. No further information was available at this time. The nurse declined to provide further information and requested not to be contacted again regarding this particular event. On (B)(6) 2012, product surveillance contacted the pdrn from the hospital. He stated the patient had a catheter infection. He stated the patient did not have peritonitis. No further information was provided.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, the following information was received from a nurse by global pharmacovigilance. On an unreported date, when the patient presented to the emergency room (ER), the valve was open, so it was an open portal for the infection. The patient also experienced a touch contamination. On (B)(6) 2012, the patient was diagnosed with and was hospitalized for peritonitis (previously reported as catheter infection). The patient was treated with vancomycin and gentamicin (doses, frequencies and lot numbers not reported) intravenously (IV) for peritonitis. The patient was also given unspecified peritoneal antibiotics for peritonitis. On an unknown date in (B)(6) 2012, the patient was discharged from the hospital. Outcome of valve was open, which was open portal for the infection/touch contamination was not reported. Peritonitis had recovered on an unknown date in (B)(6) 2012. The nurse did not provide a causality assessment for the valve was open, which was open portal for the infection/touch contamination. The nurse stated the peritonitis was unrelated to peritoneal dialysis therapy. This report of use error - breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique as the patient left his transfer set open during the day, which is a use error that can cause peritonitis or potential contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. A sample is not available. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).